Manufacturer narrative:
The insulin pump was received with a blank display due to the electronic assembly having traces of moisture. The motor assembly was also found with traces of moisture. The pump was received with a cracked case at the display window corners and a minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that he had exposed the insulin pump to fluid. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer reported that there was fluid under the lcd display. Customer went swimming with the pump on and now it is not working. Customer reported that there is fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.